Manufacturer narrative:
The device was returned to olympus and evaluated. The user reported that the device broke at the handle during use. The device was inspected and the damage was confirmed. A metal tube holding the wire which would allow actuation of the device was bent at a 90 degree angle. This tube should not be bent and it should be straight into the rest of the handle which would provide smooth actuation. It was reported that no pieces fell into the patient, this is consistent with the device as no pieces appear to have been broken off the device. A device history record review, performed by the OEM, found no abnormalities. Based on the results of the evaluation, the likely cause of the reported event can be attributed to user handling or technique.

Event description:
Olympus was informed that the inside of a forcep came out of the top of the handle during a procedure while the user attempted to take a bladder biopsy. No part of the device fell into the patient. The user facility reported that they inspected and tested the device prior to use and that it functioned as expected. There was no patient injury or harm associated with the reported problem and a delay in the procedure was characterized by the user facility as "slight" and that it was a "few minutes; just enough time to switch out the device." The procedure was completed using another biopsy grasping tool.